Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting undersensing of atrial fibrillation (af) and the left ventricular (lv) lead dislodged into the main body of the coronary sinus. A revision procedure was performed to reposition the ra lead and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.